Event description:
On (B)(6) 2012 - lumbar laminectomy, medial facetectomy and foraminotomy at l4-l5 bilaterally. Lumbar spinous process fusion, l4-l5, using spinal frontier interspinous device. Preparation of the bone for arthrodesis. Bone arthrodesis l3, l4 and l5. Procedure was performed in response to pt back and leg pain. On (B)(6) 2012 - pt was diagnosed with drainage of lumbar wound. The wound was debrided, irrigated and the seroma was drained along with placement of a subcutaneous drain. Surgeon stated that the dbm putty had extruded into the subcutaneous space along with a clear fluid. The surgeon did not notice any fascial disruption. Extruded putty was removed. On (B)(6) 2012 - pt returned to facility to have the drain removed. Residual drainage was expressed out. Physician's report received on (B)(4) 2012, stated that the dbm putty had "squeezed through" the fascia into subcutaneous space and was acting as an irritant.

Manufacturer narrative:
Additional device info: lot #: b110253-711, exp date: 02/28/2014. Bacterin reviewed processing charts for the identified products. All product produced and were terminally sterilized via gamma irradiation at the following dose: b110129-718m (validated dose is (B)(4)) - delivered dose of 11.2-12.8 kgy on (B)(6) 2012. B110253-711 (validated dose is (B)(4)) - delivered dose of 11.3-13.0 kgy on (B)(6) 2012. B120154-327 (validated dose is (B)(4)) - delivered dose of 22.2-25.3 kgy on (B)(6) 2012. B120213-268 (validated dose is (B)(4)) - delivered dose of 23.8-27.5 kgy on (B)(6) 2012. Endotoxin levels were below 20eu/device for both osteoselect dbm putty lots.